Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, (B)(4), implanted: (B)(6)2015 explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient's two implants had been dead for two days before they charged them again. It was reported that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional, pain syn spinal pain, and non-malignant pain. The patient had hurting and pain last week. A por was seen on (B)(6) 2017. Therapy stopped due to the por. It was reported that the patient was checking the machine with the patient programmer see where the implantable neurostimulator (ins) battery level was when they saw the power on reset (por) error code. The patient had to charge because the ins went dead because the ins had been busy with life and had not made sure the ins was charged. It was confirmed that both of the patient¿s inss drained all the way due to not charging. The patient had to charge both devices. Patient saw the por on the implantable neurostimulator recharger (insr) at first and the patient did not see the audio button to use on the insr to clear it so the patient used the patient programmer and saw the por. It was unclear during the call what button the patient pressed but the por was able to be successfully cleared. It was reported that it was working now and therapy turned back on because therapy had stopped due to the por. The patient felt stimulation in their leg now. It was reported that maybe stimulation was off. The patient forgot to turn stimulation back on after recharging the ins. No further complications were reported.